Manufacturer narrative:
Upon reassessment of the reported event it was determined that there no allegation with the instrument. Hence the initial report submitted need to be voided.

Event description:
Upon reassessment of the reported event it was determined that there no allegation with the instrument. Hence the initial report submitted need to be voided.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial reverse shoulder arthroplasty, the instrument did not disengage from the implant. A new implant was used to completed the procedure. No impact to the surgery or patient was noted. No additional information is made available.